Manufacturer narrative:
Device evaluation: ectra procedure kit blades were returned for evaluation. The blades were observed to have damaged edgeforms. Since the blades are from different styles and different lots, it is not likely that they were shipped in this condition. Additionally, the customer reports that metal particles came off during use. It is unclear how the damage occurred. A review of the manufacturing process confirmed that the blades are 100% inspected for sharpness prior to assembly. The damage on the blades would have failed a sharpness test. No further investigation is warranted at this time. (B)(4).

Event description:
During an unknown procedure utilizing the ectra procedure kit, it was reported that small particles were observed coming off the knife blades. The staff did not know the origin of the particles observed at the surgical site. The surgeon is not certain that all of the particles were removed. The particles were reported to be metallic or silver/ gray in color. The particles were not observed in the kit or packaging. No package damage was observed. The procedure was completed with this kit. The patient was reported to be fine after the procedure.

Manufacturer narrative:
Inspection of the returned devices did not identify missing material from the cutting surfaces of the devices; however, review of the surgical videos supplied by the customer confirmed the presence of material, metallic in appearance, deposited on tissue during use. A review of the manufacturing process for these devices indicated that the blades go through a sharpening operation that may potentially generate this type of material. However, a cleaning operation is completed post-sharpening for the removal of any deposited material. A review of the manufacturing nonconformances did not identify any issues that may have contributed to the reported event. The investigation could not specifically identify a manufacturing defect contributed to this issue. Based upon this information and the low rate of occurrence, additional actions are not warranted at this time; however, complaint reports will be monitored through post-market surveillance activities for trends related to this issue. (B)(4).